Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Hospital reported that a warm blanket was in patient use for 90 minutes during surgery; after which, the patient's arm, which was close to the warming hose nozzle, was found red and overheated. The reporter indicated that surgical drapes had been laid on top of the blanket, but did not feel the warming blanket's circulation was being impaired from the drapes. A warming device was used in conjunction with the blanket, and was set for 44 degrees celsius during the surgery. The patient's temperature was being monitored by an oral sensor throughout the duration of the surgery. The patient had been given IV propofol (1%), remifentanil and jonosteril (1/1 1000ml) during event. According to the reporter, the patient's redness did not result in harm, and treatment was not required to prevent permanent injury.

Manufacturer narrative:
The customer reported that three different products contributed to three reported events (one device per event). In response to the reports, three initial medwatches: 2183502-2016-00672, 2183502-2016-00833, and 2183502-2016-00834 were submitted. The customer returned 47 products for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the 47 products will be used for each medwatch follow-up. Forty-seven samples from 3 separate lots were received for investigation; forty-five samples were from lot 3103868, one sample from lot 3125998, and one sample from lot 3099721. All samples were received unused and inside their original packaging. A review of the device history logs of the reported lot revealed no non-conformities during manufacturing. Visual inspection of the samples revealed no obvious defects; all the seals were in place and no delamination or missing holes were observed. During functional testing, the samples were connected to the equator/blower and the device was turned on. The samples were found to inflate/expand correctly and the holes allowed the flow of warm air without restrictions. The internal pressure of the samples met manufacturing specification. The reported problem could not be duplicated as the returned device operated within specifications with no faults found. Evaluation completion date (07/26/2016).